Manufacturer narrative:
Concomitant medical products: product ID: 8703, serial #: (B)(4), implanted: (B)(6) 1992, explanted: (B)(6) 2006, product type: catheter. Other relevant device(s) are: product ID: 8703, serial/lot #: (B)(4), ubd: 28-mar-1994, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine at an unknown concentration and dose via an implantable infusion pump. It was reported that "like 13 years ago" the catheter disintegrated (gummy soft) and was replaced. No further complications have been reported as a result of this event.